Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on 08 july 2025, a 5x4mm amplatzer piccolo occluder was selected for implant. The defect dimensions were: ductal length 12 mm, pulmonary artery minimum diameter 3.9 mm, mid-duct diameter 4.3 mm, and aortic ampulla diameter 4.4 mm. Device sizing was based on the instructions for use (IFU) chart and physician discretion. It was noted during procedure that the occluder embolized immediately on release from the delivery cable. No leak was detected around the device lobe. There were no difficulties with implantation, such as recaptures or repositioning. Embolization was identified using fluoroscopy. The embolized device caused a temporary partial obstruction of the right pulmonary artery, where it migrated. The patient was taken to the cardiac catheterization lab, where the occluder was found to be intruding into the descending aorta. Ballooning the aortic disc increased the obstruction, leading to the placement of a coronary stent, which resolved the gradient. The decision was made to snare and successfully retrieve the occluder. The implanter believes the cause was vascular tissue distention in the duct and device placement. The patient was stable at the time of report.

Manufacturer narrative:
An event of device embolization fourteen days after the device implanted was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It is possible that procedural condition and challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.